Manufacturer narrative:
The device was evaluated onsite by a zoll field service technician. Review of the device logs confirmed repeated short-detected messages during the reported patient event. Analysis determined the short condition was present from device power-up and remained unchanged throughout the case, with no patient ECG waveform recorded, indicating the shorting plug was likely connected to the multifunction cable (mfc) rather than patient electrodes. Inspection of the mfc connector and cable found no signs of wear or debris. Functional testing using the customer's mfc cable and CPR adapter connected to a defibrillator simulator demonstrated normal ECG acquisition, rhythm analysis, and shock delivery without faults. The device passed all testing and was returned to service. Based on the available evidence, the device appears to be functioning as expected. The was recertified and put back into service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "short detected" message via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.